Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. Several attempts were made to reposition the lead, but poor sensing and high thresholds measurements were noted. Upon explanting, it was observed that the helix was full of tissue, so a new lead was successfully implanted. No additional adverse patient effects were reported.